Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. The customer's blood glucose was in the 200 mg/dl range. The customer reloaded a cartridge and was successfully able to resume insulin delivery.